Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable non-defib lead 2003 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead triggered a lead integrity alert due to oversensing. The physician thought that the ventricular lead was possibly oversensing atrial fibrillation. The patient has a history of polymorphic ventricular tachycardia. The lead is still in use and further testing was recommended. No patient complications have been reported as a result of this event.